Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary solution container. The primary tubing set was being used to deliver 1000ml of 0.9% sodium chloride at an unspecified rate. The secondary tubing set was connected to the proximal clave y-site on the primary tubing set for piggyback delivery magnesium sulfate 4 gm at a rate of 50ml/hr. The primary solution container was hung six inches below the secondary solution container. At 1401, the piggyback delivery was started. At 1445, the nurse was called to the pt's room for a complaint of the IV site did not "feel right". The nurse stopped the delivery of the medication and noted that the piggyback solution container was empty. At 1505, the pt experienced light headedness and dizziness. The rapid response team was called for eval. The physician was notified. Serum glucose and magnesium levels were drawn. The serum glucose level was 73mg/dl. The magnesium level was 1.8mg/dl which was reported to be in normal range; therefore, the customer contact stated the magnesium therapy was discontinued. The pump and tubing sets were removed from clinical service. The pt's vital sign monitoring was increased and was reported to have remained stable. The customer contact stated that no medical interventions were done. The customer contact indicated that at 1715, the pt stated, "I think I got a little excited." The pt was discharged to home the following day. During testing at the user facility, it was noted that drip chamber of the primary tubing set was "totally full" and approx 325 ml remained in the primary solution container. Additionally, a sample of solution from the primary solution container was sent to the user facility's laboratory for analysis. It was reported that primary container sample contained 90.7mg/dl of magnesium sulfate. Though requested, no additional info was provided.